Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Based on the information reviewed, the reported thrombosis/thrombus appears to be related to procedural conditions associated with the activated clotting time (act) level being at 180 seconds. Thrombosis is listed in the instructions for use (IFU) as a known possible complication associated with mitraclip procedures. Medication required and unexpected medical intervention were a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 3. A steerable guide catheter (sgc) was inserted, but just before moving the sgc into the left atrium (la), a thrombus was observed on the guidewire. The sgc was advanced to the atrium, and the dilator and wire were retracted. The thrombus was aspirated the patient was administered 5000 international units (iu) of heparin and 5ml of integrilin. It was noted that the activated clotting time (act) was approximately 180 seconds. The procedure was completed with one clip implanted. The mr was reduced to a grade of 1-2. There was no clinically significant delay in the procedure.